Event description:
It was reported that the patient was experiencing inadequate stimulation and had frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned per hospital policy.